Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, dislocation was noted on (B)(6) 2012. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, dislocation was noted on (B)(6) 2012. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, dislocation was noted on (B)(6) 2012. The patient was not revised, however for treatment, the patient underwent a closed reduction procedure on an unknown date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-06189 and 07472).